Manufacturer narrative:
Due to character limitation e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm. No harm or injury reported.

Manufacturer narrative:
Event circumstance received and known inv. Updated fields - b4, e1,g1, g3,g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion) h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d9, d10, e1 (initial reporter), e3, g1 (contact person mfg site), g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code, health effect impact codes), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse encountered fault code 37 fill fail pressure solenoid fail. The fse replaced the pneumatic module (pim) and regulator as they were faulty and issue was fixed. Drive manifold, compressor, muffler, fitting muffler were replaced as precaution. The fse performed all tests and calibrations according to protocol. Device was cleared for use.

Event description:
It was reported before use that the cardiosave intra aortic balloon pump (iabp) had autofill failure. There was no patient involvement.